Event description:
It was reported that the 6800 sys failed while in use. It was noted that a high pitch sound was coming from the "c" behind the control panel and an error message "x-ray disables" was displayed. There was no report of pt injury.

Manufacturer narrative:
No add'l info at this time. When add'l info is provided, it will be reported as required.